Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is being conducted. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: endoleak

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Rmt261418j/12433424 (right), pla320400/12798806 (proximal), pxc141000j/12106695 (right), plc271400j/12368517 (left) and plc271200j/12335606 (left). On (B)(6) 2017, the patient underwent reintervention to treat the distal type I endoleak and a reported arteriovenous fistula of the abdominal aorta. The left side was extended with an additional contralateral leg component (plc121400j/16108588) and extended down to the left external iliac artery. The left internal iliac artery also underwent coil embolization. Completion angiography showed the endoleak persisted slighltly, and a bare metal stent was implanted distal to the plc121400j. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).